Event description:
Healthcare professional reported one day after injection with juvederm voluma with lidocaine in the cheek bones the patient developed a "violent and acute rash" that started on the face and then dropped to the neckline and behind the ears. The results were of substantial vesicular and erythematous character, accompanied with swelling of the face and neck". Patient was treated with medrol, augmentin, aciclovir, diprosone, cetirizine, and local compresses. After 10 days the swelling has resolved but the redness remains. The healthcare professional indicated they "fear the redness will stay resulting in a post inflammatory hyperpigmentation".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "violent and acute rash", redness and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.